Event description:
Discordant, falsely elevated sodium (na) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting lower than the initial results. The corrected results from the alternate advia 1800 instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
The initial MDR 2432235-2015-00304 was filed on june 26, 2015. Additional information (07/25/2015): the issue resolved after replacing the electrode. The cause of the discordant, falsely elevated sodium results on multiple samples was related to a malfunction of the electrode. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they conditioned a replacement electrode and they requested guidance from the ccc on changing the electrode. Upon the ccc's instructions, the customer replaced the electrode, performed buffer prime,coefficient of variation (cv) tests, calibrations, and quality controls. The cause of the discordant, falsely elevated sodium results on multiple patient samples is unknown.